Manufacturer narrative:
Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical engineer that during an emergency room visit for an unrelated event the patient was found to have purulent drainage from the driveline exit site. As a result, patient was subsequently admitted to the hospital. Wound cultures results were positive for pseudomonas infection. The patient was treated with a two week course of intravenous zosyn followed by outpatient oral terazosin for chronic suppressive therapy. He was discharged home on (B)(6) 2015 and is reported to be doing well. Investigation is ongoing.

Manufacturer narrative:
Additional information - the drive line infection began on (B)(6) 2015, but other than that, no other previous infections. It was reported that the patient was not always best with sterile technique per site. There was no recent tension or trauma to the driveline reported during assessment of the exit site. Most likely cause for this driveline infection is potentially associated with vads as outlined in the IFU. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.